Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient reaction? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? A voluntary medwatch form was received: mw5168345. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a bilateral radical breast reduction/ reconstruction with free-nipple grafting on an unknown date and topical skin adhesive was used. They closed about 30" inches of wound with adhesive closure system. She had a severe allergic reaction to it a few days later. Her entire torso was covered with hives. She was on steroids and decongestants for about two months. The hives were still subsiding for a few more months. She still get pain and discomfort around certain parts of the incision. She still feel like she constantly have an allergic situation going on in the way of post-nasal drip ever since the reaction. Device is not available for return. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: patient saw her surgeon today for a follow up, she asked why he did not report her reaction to the manufacture and was told that her reaction was not a reportable event. Patient asked if we were going to contact the surgeon and ask why he did not report her reaction. I informed her that I did not know. Patient asked if it was mandatory for her surgeon to report these events. I told her that it is mandatory for the manufacture of the product but I was not sure if it was mandatory for a provider. Patient mentioned that in a previous procedure she had a mild reaction at her navel but it was never identified as a reaction to dermabond. Patient wonders if that first doctor would have identified it as a reaction if maybe she could have avoided this event. I went to hospital today and requested dozens of individual medical records surrounding two surgeries I had there. First a laparoscopic removal of a lipoma in my left abdomen. I believe this was my first reaction to surgical glue/tape. (Fall of 2021) I am trying to find out if that surgeon noted/reported it. Then when I had the breast reduction in march of 2022, the surgeon used many inches of the tape. The entire area just blew up. The incisions looked like inflamed, infected wounds. It was just a mess. And very painful. I have another appointment with the breast surgeon next monday. He canceled the last one a couple of hours before it was scheduled (in the afternoon) the receptionist told me he had called in sick that day. But didn't bother to call me until later that day. I am wondering if he is going to cancel monday's appointment just hours before as well. I'm trying to find out if either of these doctors reported these events. I also want to know why the breast surgeon left me in so much untreated pain. He took photos before the surgery, but didn't take any photos when I showed up all inflamed. Seems like he would have wanted to document that. But I took dozens of photos over the weeks following the surgeries. I read that this product was contraindicated for widespread use on the torso. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.